Event description:
It was reported that the pump touch screen had pixel issues, affecting the customer's ability to interact with the pump and/or read the pump screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.